Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, although pump operated within expected altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to gently clean speaker holes, remove and reconnect cartridge, and wait for insulin delivery to resume; pump resumed normal operation without recurrence of the alarm.